Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) noted that the interface and related services had been restarted and informed the customer that a large volume of messages was being processed. The tss verified that there were no patient delays or downtime observed in the health status viewer. The tss received a call regarding upgrade readiness and clarified that a previous update had been interrupted due to the clinical communication engine being down but confirmed that it and the extract transform load processes were functioning normally. The tss provided confirmation to proceed with the upgrade, advised reporting any issues, and identified that no related ticket was available for reference. The tss explained the root cause of the issue, adjusted the case priority, documented that a solution had been provided, and after multiple follow-ups with no response, proceeded with case closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.